Event description:
It was reported that during a procedure using a multifix s peek 5.5mm implant, the implant broke when it was being implanted into the bone. The broken piece was removed from the bone, however, it was necessary to do an x-ray to confirm that nothing was left in the patient. The procedure was completed by drilling a new bone hole & using a back up implant. There were no significant delays or patient complications reported as a result of this event.